Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was isolated to the front response button being contaminated. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional. A us distributor reported that a battery was unable to power on a monitor.